Event description:
Patient reported "deformity of one breast and heat sensation on that same breast¿. Later healthcare professional reported "minor discomfort at the upper left pole and prosthetic folds without capsular or intramammary mass with a slight truncated peri-prosthetic effusion, sensitivity and tenderness at the left breast¿. Later healthcare professional reported "capsular contracture baker grade iii" and intracapsular rupture with ¿two little tumefactions (swellings)¿. Later healthcare professional reported through regulatory agency "pain". This record is for the left side. Device was explanted and will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, crease / folding of implant, rupture, seroma-late, inflammation/irritation, pain and visibility/palpability was received on dec 10, 2025 with lot number 2713269. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, seroma-late.

Event description:
Patient reported "deformity of one breast and heat sensation on that same breast¿. Later healthcare professional reported "minor discomfort at the upper left pole and prosthetic folds without capsular or intramammary mass with a slight truncated peri-prosthetic effusion, sensitivity and tenderness at the left breast¿. Later healthcare professional reported "capsular contracture baker grade iii" and intracapsular rupture with ¿two little tumefactions (swellings)¿. Later healthcare professional reported through regulatory agency "pain". This record is for the left side. Device was explanted and will be returned.